Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5142677, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patients lead had migrated which resulted low impedance and inadequate stimulation. The patient underwent a revision procedure wherein the leads were repositioned. The patient was reportedly doing well postoperatively.